Manufacturer narrative:
History of bacteremia captured in related manufacturer report numbers 2916596-2022-14739 and 2916596-2022-14740. (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ongoing bacteremia infection and presented to the clinic on (B)(6) 2022 for hospital follow-up where they underwent a full body positron emission tomography (pet) scan. The pet scan showed continued induration that improved but was still present. On (B)(6) 2022 an incision and drainage of the patient's left thoracotomy wound was performed. The wound debridement and placement of a pleural drain was adjacent to the pericardium. The infection was treated with ceftriaxone.